Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Without additional information or return of the device the cause of the event cannot be determined; however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a transcatheter valve was implanted inside a disabled 21mm aortic pericardial valve in the aortic position via valve-in-valve procedure. The implant duration of the 21mm aortic valve at the time of the valve-in-valve procedure was approximately seven (7) years, eleven (11) months. The reason for valve-in-valve intervention is due to calcific degeneration which led to stenosis and insufficiency. The patient is noted as being discharged.